Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use on a patient, the doctor punctured the needle to the patient's skin and pulled out once, the ceramic on the tip of the needle was found removed. Echo device and attachment were used so it is possible the needle come in contact with them, but the doctor felt it removed too easily. Echo device was from hitachi and attachment was plastic. The ceramic fell off on the floor. It was replaced with a new one and the new one worked fine. No patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the ceramic tip is missing from the device. The tip was not returned. The reported condition was confirmed. The investigation found the ceramic tip was missing on the returned device. The investigation could not determine the root cause of the customer's report. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.